Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog and the insulin should be at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer did not test the blood glucose level. During the system check with tandem customer technical support (cts) the customer reported air bubbles in the cartridge tubing. The customer also had used cold apidra insulin in the cartridge. Cts informed the customer that apidra was not labeled for use with the pump and that the insulin should be at room temperature when loading the cartridge. The customer acknowledged the information.